Event description:
It was reported that site contacted Intuitive Technical Support Engineer (TSE) to report that the update did not finish and an error was displayed. The message said, "There was a problem with the update." Error 31231 could not be confirmed. Since the update had already been running for nearly two hours and based on the error message, TSE had them restart the system. After the restart, Error 35 occurred. A hard power cycle was performed, but the system did not recover and was currently down.There was no report of patient involvement.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. FSE able to reproduce the issue and update software for each Console/Carts. System was tested and verified system was ready for use. The complaint was confirmed based on field evaluation.The probable root cause was attributed to the system's software version. FSE updated each Console's/Cart's software, and the issue was resolved.